Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was showing error code 45630. Reporter states that this was an out of box failure. There was no patient involvement. The event occurred during testing.

Manufacturer narrative:
One device was returned for repair. The customer alleged that this was an out of box issue. However, service history was not available to review. Performance verification tests and visual inspection were performed, and the complaint of error code 45630 was not confirmed. Powered on pump and it started up normally multiple times. Ran pump with customer's previous settings for 10 minutes. Reported issue was not duplicated. All performance verification tests passed.